Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device/device system information was received indicating the patient is deceased and the cause of death was provided as: sudden cardiac death (scd). The patient had arrived at an oncology clinic appointment and was found to be unconscious in the restroom. Cardiopulmonary resuscitation (CPR) was initiated and an automated external defibrillator (AED) was placed and used multiple times. It was noted that the patient was in ventricular tachycardia (vt) and on monitor anti-tachycardia pacing (atp) was observed. The patient was externally shocked multiple times however the arrhythmia progressed from vt to pulseless electrical activity (pea). Resuscitation efforts were discontinued and the patient expired. It was further reported that it is not known if the implantable cardioverter defibrillator (ICD) system was functioning appropriately at the time of the cardiac arrest/death.